Manufacturer narrative:
During the processing of this complaint, attempts were made to obtain complete event, patient, and device information. Additional information was requested; however, it was stated by the customer there is no additional information to provide. It was mentioned that the lens is not available for return. Thus, a proper device analysis could not be completed. Nor, the reported issue confirmed. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have contributed to the nature of this complaint. Additionally, our lenses are 100 % inspected prior to packaging; therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all of the criteria for release. Damage to the optic and/or haptics are known to be caused by numerous factors including, but not limited to: loading strategy. Lens placement technique. Accessory device support. Poor handling during folding and inserting. The dfu provides precautions for lens handling and the injection process by stating that: "improper handling of the lens may cause damage to the haptics and the optics" risk assessment has been reviewed within the technical file for hydrophobic lens. Risk assessment identifies damage of iol optic and/or haptic potentially caused by use of inappropriate surgical instrument, improper handling. This is controlled by the physician skill/training. This is considered as a reasonably foreseeable misuse which may result in additional surgery because of damage to the lens/injector and replacement is required. This is considered as a serious severity of damage that may cause temporary injury or disability which requires additional surgical intervention. The likelihood of occurrence is estimated to be occasional. The resulting risk is deemed acceptable. We have reviewed the information provided and at this time there is no indication of a product quality issue with respect to the manufacturing, design, or labeling of the device. It appears that the reported issue is linked to user error. However, the need to explant the lens is considered need for medical intervention in order to prevent and avoid permanent impairment or damage to a body structure our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operation procedures and inspections, and met all of the criteria for release.

Event description:
It was reported that after the implantation of a CT lucia 602 lens it was noted that the lens was broken. Thus, the lens was removed and a spare lens was used to complete the procedure. No adverse patient effects or clinically significant delay in procedure reported. No additional information provided.